Event description:
A customer reported a tandem mobi cartridge alarm that occurred during the cartridge load process. There was no adverse impact to the customer's blood glucose level. The technical support team instructed the customer to remove the cartridge and deliver a 9-unit bolus, which was completed successfully, although it affected the insulin on board. The customer could not reload the original cartridge but successfully loaded a new one with assistance from technical support, resolving the issue. No further assistance was needed.